Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, moisture damage was found on the keypad traces. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported the customer had a keypad anomaly. The customer's mother stated their buttons were unresponsive. Customer's blood glucose was 356 mg/dl. The customer's mother could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.